Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 318 (mg/dl). Correction boluses were delivered to address bg levels prior to ER visit. While in the ER, the customer was treated with intravenous fluids. The customer was then released a few hours later with a bg level of 134 (mg/dl); however, the next morning their bg levels rose between 316-356 (mg/dl). A pump bolus was delivered and bg levels decreased to 114 (mg/dl). Recommendation was made to consult with a health care provider to discuss diabetes management.